Manufacturer narrative:
The product was not returned for evaluation. Imagery provided by the site showed one valve strut was bent outward on the inflow side. The patient had a calcified anatomy and undersized right access vessel. The patient had a severely calcified aorta. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The sapien 3 ultra complaint history has been reviewed and no confirmed manufacturing non-conformances were identified. The instructions for use (IFU), device preparation and the training manual were reviewed and no deficiencies were identified. Per the training manuals, if push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. In addition, if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery syste. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. During the manufacturing process, the device was visually inspected by both manufacturing and quality. The valve was 100% dimensionally inspected and tested. Sapien 3 ultra valves are 100% inspected before and after the manufacturing process prior to final packaging. These inspections and tests during the manufacturing process support that it is unlikely that a manufacturing nonconformance contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. This individual report provides data received from the thv/tvt registry. The complaint for frame damaged during use was confirmed based on the provided imagery. Due to the unavailability of a returned device (valve), no potential manufacturing non-conformance was able to be determined. A review of the lot history, DHR, manufacturing mitigation's and complaint history did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. Per imagery review, patient had calcified anatomy with undersized access vessel. The presence of calcification within anatomy and undersized access vessel could create a challenge pathway for delivery system (with crimped valve) advancement. The inflow valve strut could get caught on the calcification during delivery system advancement. The subsequent push force to overcome the resistance could have led to bend strut. Available information suggests that patient factor (calcified anatomy/undersized access vessel) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. A CAPA has been initiated previously for valve frame damage events. The complaint for valve frame damaged during use was confirmed. No manufacturing non-conformances were found to have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, as the reported complaint event exceeded the monthly complaint trending control limits a product risk assessment was initiated. No product non-conformances or IFU/training deficiencies were identified during the evaluation. No corrective or preventative actions are required.

Manufacturer narrative:
The investigation is underway.

Event description:
As reported by a field clinical specialist, during implant of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach significant resistance was encountered passing the delivery system and valve through the esheath. Once in the aorta a valve strut was observed bent. The valve and delivery system were removed without issue as a unit. There was no withdrawal difficulty. The esheath was observed to be punctured. Upon removal an iliac artery dissection was observed. Surgical repair was required and a femoral bypass was performed. A second 26 mm sapien 3 ultra valve was prepped and successfully deployed without issue. The patient was doing well post procedure. Per medical opinion, the event was due to calcification.